Event description:
It was reported during a device change-out procedure due to battery at eol externalized conductors were observed on rv lead. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 16.8-17.0cm and 18.0-18.1cm from the electrode tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 30.4-31.8cm and 34.3-35.7cm from the electrode tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 11.6-13.1cm and 12.9-14.5cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.